Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, a temperature change occurred prior to the occlusion alarm occurring. Customer's blood glucose (bg) level was 400 mg/dl. The customer indicated that tandem technical support would be contacted should the occlusion alarm recur. The customer did not contact tandem technical support regarding the reported issue.